Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Microscopic evaluation of the anvil buckets noted strike marks indicating the staples were present. Pmv was unable to confirm the reported condition during the evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the thoracotomy procedure, while performing pulmonary lobar resection, the device partially closed the lobar bronchus. The upper part was closed but not the lower part of the bronchus. There was opening and the surgeon had to suture to close. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.